Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer was moving and the device might have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.